Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The UDI is unknown because the part and lot numbers were not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional nc trek and xience sierra devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a heavily tortuous mid left anterior descending artery (lad) and heavily tortuous mid diagonal branch. An unspecified guide wire was advanced to the diagonal branch and another one into the lad artery. A 2.75 x 33 mm xience sierra stent was implanted in the lad; however, it was not possible to see the stent under fluoroscopy. Post-dilatation was then performed with a 3.5 and a 3.0 nc trek balloon catheter; although they initially met resistance with the xience sierra stent. Then, both balloon catheters met resistance with same stent during removal, and both balloon catheters were removed independently from the anatomy. The guide wire was removed from the lad artery. The other guide wire in the diagonal branch met resistance with the stent during removal and the guide wire separated. The guide wire was then removed from the anatomy and the stent migrated from the lesion and became crushed and shortened. The patient was then sent for emergency coronary artery bypass graft surgery. The stent remains in the anatomy; however, it is unknown if the stent remains in healthy tissue. The patient remains in the hospital and an intra-aortic balloon pump was inserted and will be removed. The patient is stable. No additional information was provided.